Manufacturer narrative:
The commander delivery system was returned to edwards for evaluation. Visual inspection revealed the valve was crimped over the inflation balloon. The inflation balloon/crimp balloon (I/c) bond was observed to be torn. Slight flex tip gouges were also observed. Review of the 3mensio report showed calcification and areas of the access vessel with minimum luminal diameter (mld) less than the minimum requirement of the 16fr esheath. Device history review (DHR) review was performed for the components most relevant to the reported event. The work orders did not reveal any manufacturing non-conformances that could have contributed to the reported event. Lot history review revealed one other similar complaint. Dimensional analysis was performed of the inflation balloon single wall thickness along the edges of the burst location. All measurements met specifications. Per the instructions for use (IFU) and training manuals, if a balloon burst occurs, attempt to visualize location of tear either in tee or via angio through the pigtail or catheter/delivery system. When removing, ensure the catheter/delivery system and wire are coaxial with the sheath tip. Watch under fluoro with every movement. Be patient and pull gently especially near tear and balloon shoulder transitions. Do not force if resistance is met near or at the sheath tip. Force could result in additional tearing of the balloon material and the balloon material or tip coming off. If getting resistance, going in with a snare and compressing the distal end of the torn balloon to prevent it from 'umbrella-ing' at the tip of the sheath could help. Understanding where the tear is may help in this case. If successful in pulling the entire balloon into the tip of the sheath, withdraw the catheter/delivery system and sheath as a single unit completely from the arteriotomy while maintaining guidewire position.do not attempt to pull just the catheter/delivery system through the sheath. If you are not able to pull the entire balloon into the sheath, do not attempt to remove the exposed balloon through the vasculature. Risk of major complication is too high. Convert to surgery immediately. It should be surgically removed. Surgeon should be in a position to be able to evaluate the situation before a real bleeding emergency occurs. No IFU/training manual deficiencies were found. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. In this case, the complaint was confirmed based on the evaluation of the returned device. However, no manufacturing non-conformances were able to be determined. Investigation of the device, DHR, complaint history and lot history revealed no indication that a manufacturing non-conformance contributed to the event. A review of IFU/training materials revealed no deficiencies. As reported, 'the physician could not advance the commander over the not expandable section of the esheath. It was decided to pull back the commander system in order to verify that everything was fine with it, however, it could be confirm that the balloon was broken.' Per the training manual, the delivery system with undeployed crimped valve should be removed with the sheath as a single unit. It is possible that the device was excessively manipulated upon retrieval of the delivery system/crimped valve inside the sheath housing. Attempts to retrieve the delivery system with crimped valve through the sheath can cause the valve to get caught on the sheath housing seals. In such condition, continue pulling the delivery system can cause the balloon to tear. Although a definite root cause could not be determined, available information suggests procedural factors (improper device removal technique/excessive manipulation) may have contributed to the reported event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.

Manufacturer narrative:
Edwards lifesciences continues to investigate the reported event and a supplemental report will be submitted in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
Difficulties were encountered during the advancement of a sapien 3 valve and commander delivery system through an esheath. When the valve and delivery system were pulled back, it was noted that the delivery system balloon was torn. As reported by our affiliate in (B)(6) 29mm sapien 3 valve was to be deployed in aortic position by the transfemoral approach. The valve was crimped without any difficulties over the commander delivery system. When crossing the hemostatic valve, the physician could not advance the delivery system through the non-expandable section of the esheath. During the insertion and advancement of the delivery system through the esheath, the physician felt excessive resistance. It was decided to pull back the delivery system in order to verify that everything was fine with it. It could be confirmed that the balloon was 'broken'. The delivery system was pulled back and removed. The procedure was successfully performed using a 26mm sapien 3 valve and delivery system with plus 3cc of volume. No injury was reported. At the time of the report, the patient was in stable condition. The valve remains implanted in the patient. No frame damage was noticed either with inspection or on fluoro. Mild native annular calcification and moderate native leaflet calcification was reported. The right access vessel minimum luminal diameter (mld) measured 6mm with mild calcification and mild tortuosity reported.